Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. Additional info has been requested. (B)(4).

Event description:
A surgeon reported noting glistenings were becoming more progressive after eight yrs of implanting this brand of intraocular lens (iol) to an unk number of pts. She reported that not all of the pts were equally affected and in some cases, it lead to loss of vision. Additional info has been requested. There are two medical device reports associated with this event. This report represents "some cases that lead to loss of vision." The other cases are reported under MFR report #1119421-2011-00021.